Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a false alert for low impedance on the right atrial channel. It was also reported that noise oversensing was observed on the right atrial (ra) lead. The crt-p and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.